Event description:
It was reported the pump was "erroneously allowed to go dry." The pt was living in a nursing home type of facility and the alarm sound was not heard by staff where pt lived. The staff at the nursing home reported the pt did not have a change in spasticity after the pump went dry. The pump was supposed to be refilled on (B)(6) 2010. There was sepsis secondary to pneumonia, and the pt died. The medication being delivered via the device was compounded baclofen.

Manufacturer narrative:
(B)(4).